Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound and clinical exam. The status of the device is unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d4, d6a, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound and clinical exam. Healthcare professional later reported "it is completely ruptured". Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound and clinical exam. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2a, d2b, d4, d6a, g4, h4, h6.